Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at (B)(6). The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. Additionally, the electrode belt failed a therapy electrode recognition test. The cause for the test failure was a broken solder joint inside the dn. The cause for the broken solder connection was the pulled cable. The root cause for the pulled cable was excessive force. There is no indication that the malfunction contributed to the inappropriate treatments or the patient's death. Monitor sn (B)(4) was returned and evaluated at (B)(6). The evaluation of both the electrode belt and monitor included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The evaluation of the monitor included incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 07/20/2015 reuse, electrode belt sn (B)(4): 06/26/2014 reuse.

Event description:
During servicing of electrode belt sn (B)(4), which was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt failed incoming functionality testing. The device failure did not cause or contribute to the patient's death. A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. Prior to passing the patient received two inappropriate defibrillations. Emts were present and performing CPR at the time of the event. The rhythm at the time of the treatments was CPR artifact. Two inappropriate shocks were delivered at 16:57:01 and 16:57:35 on (B)(6) 2016. The CPR artifact contributed to the false detections. The response buttons were not pressed during the event. Emts reportedly removed the lifevest and the device was shutdown at 17:10:48. The patient passed away later on (B)(6) 2016. There is no indication that the lifevest caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned to zmc and evaluation is currently underway. Monitor sn (B)(4) was returned and evaluated at zmc. The evaluation of both the electrode belt and monitor included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The evaluation of the monitor included incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 07/20/2015 reuse; electrode belt sn (B)(4): 06/26/2014 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. Prior to passing the patient received two inappropriate defibrillations. Emts were present and performing CPR at the time of the event. The rhythm at the time of the treatments was CPR artifact. Two inappropriate shocks were delivered at 16:57:01 and 16:57:35 on (B)(6) 2016. The CPR artifact contributed to the false detections. The response buttons were not pressed during the event. Emts reportedly removed the lifevest and the device was shutdown at 17:10:48. The patient passed away later on (B)(6) 2016. There is no indication that the lifevest caused or contributed to the patient's death.